Manufacturer narrative:
Correction on section d3, the information were missing in the initial MDR report. Analysis synthesis: upon reception, the returned home monitor was tested and the reported issue was confirmed, as the status light remained off. Based on available data, it can be suspected that the subject home monitor no longer functions due to normal wear over time. Indeed, it should be noted that the device was manufactured in 2016 and was therefore used for about 7 years. This case is followed in trending.

Event description:
Reportedly, the home monitor remains off. The leds initially light up, but then switch off. A reset did not solve the problem.

Event description:
Reportedly, the home monitor remains off. The leds initially light up, but then switch off. A reset did not solve the problem.